Manufacturer narrative:
One catheter with an injector cap was returned exhibiting tubing breakage just below the inverted triangle portion of the integrated extension set. A potential causes for catheter breakage is the application of excess tensile (pulling) force to the catheter. Such excess force can be related to catheter securement techniques, improper maintenance, or advancing/removing the catheter or stylet despite resistance. Additionally, the application of excess pressure can weaken the catheter tubing. This can happen as a result of flushing the catheter with excess force (e.g. Using a syringe smaller than 10 ml, flushing the catheter despite experiencing resistance, flushing the catheter using a 10 ml syringe with excess pressure, etc.). First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage.

Event description:
The PICC snapped while indwelling. PICC was discontinued and a piv placed. A new PICC will be placed.